Event description:
The vad coordinator reported that when the pt's system controller was exchanged, red heart alarms appeared despite all connections being intact. The system controller would not start in normal operating mode. The pt began to get lightheaded and the system controller was exchanged to a new system controller.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.